Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2021, a 34mm rigid saddle ring was implanted. Post procedure on the same day, the patient developed a new onset of atrial fibrillation. On (B)(6) 2021, the patient was cardioverted and amiodarone was started. The event resolved without sequelae on (B)(6) 2021. The patient was reported to be in stable condition.

Event description:
Subsequent to the previously filed report, additional information was received that the patient did not have any history of arrhythmia or atrial fibrillation.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.